Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient subsequently began experiencing discomfort in the area of the device. It alleged that "diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine. On or about (B)(6), 2013 patient's doctor noted that he suffered from elevated cobalt levels and opined that he may have metallosis." The patient was revised on (B)(6), 2014 and it is alleged that during surgery "doctors noted fretting and metallosis in the area of the trunnion". The head and liner were replaced.